Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the basic occlusion test and displacement test. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. The motor tested okay. No motor error alarms or audio anomaly were noted.

Event description:
It was reported that the insulin pump alarmed motor error during prime. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.